Event description:
It was reported that this device was beeping. During an office follow-up, device interrogation had a battery depletion error. The device battery had depleted to three percent remaining. The pulse generator has been implanted greater than eight years. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device was beeping. During an office follow-up, device interrogation had a battery depletion error. The device battery had depleted to three percent remaining. The pulse generator has been implanted greater than eight years. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.